Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) cut approximately 13¿ from the pump housing and the distal portion of the lead was returned. Upon disassembly of the pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that the patient expired. It was noted that it is unknown if the device was working as intended at the time of the event. The primary cause of death was believed to be infection related and other causes were noted as bleeding: gastrointestinal tract, liver failure, and kidney failure.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that prior to the lvad implant, the patient had a known pseudomonas bacterial skin infection for approximately 1.5 years from a previous extracorporeal device. The patient had received a mitral valve replacement (mvr) and a tricuspid annuloplasty (tap) for dilated cardiomyopathy. After the implantation of the lvad, the patient¿s infection worsened to include (B)(6) and (B)(6). After several ¿washouts¿ and debridement procedures the patient became septic and a decision was made to explant the pump, including the inflow cannula, and as much of the infected area as possible. The patient was temporarily placed on extracorporeal membrane oxygenation (ECMO) support until the infection can be cleared.

Manufacturer narrative:
Approximate age of the device is 1 year. The device is expected to return but has not been received. The event occurred at (B)(6) university in (B)(6). No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.